Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. Blood glucose was 598 mg/dl which was addressed with a manual injection. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.